Event description:
A patient sustained a crushing injury to both legs several days prior to this event. The patient's right leg had been immediately amputated above the knee and the left had sustained a significant fracture of the tibia with good vascular flow, but missing the entire medial femoral condyle. At this time the patient was returned to the or for irrigation and debridement, followed by left knee fusion with an intramedullary rod and repair of the tibial plateau. Once this was accomplished, a gastrocnemius flap was mobilized, rotated, and inserted. During the preparation of the flap, the zimmer dermatome was used by the surgeon. The surgeon set the equipment to the desired depth but when it was used it created a gouge and cut the tissue deeper than desired. The wound was noted to be very irregular.